Manufacturer narrative:
The provided log files were analyzed. The reported device failure alarm could be confirmed by the logged error code 99.0370 and indicates that a temporary deviation at a display element was detected and caused a software-controlled restart of the device in order to restore a valid data base, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the savina continued ventilation with the latest settings. No patient consequences have been reported. The device behaved as specified and restarted in order to solve the problem.

Event description:
It was reported that the device posted device failure alarm while in use. The dispatched field service engineer visited the hospital and confirmed that the error code 99.0370 was logged. No patient injury was reported.